Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results within 10 minutes: 86 mg/dl, 88 mg/dl, 131 mg/dl, and 163 mg/dl on the advantage system (meter strip lot 549235, expiration date 10/31/2007). The discrepant results were obtained at the physician's office. No quality controls were used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.